Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient stated that she had changed her insulin cartridge, then initiated a prime on her infusion device twice in order to fill the infusion set tubing with insulin. During troubleshooting with a company representative, she removed the cartridge and observed insulin leaking from bottom of the cartridge. As a result of the leakage, "some" insulin dripped into the cartridge compartment of the infusion device. She did not estimate the volume of insulin that leaked into the cartridge compartment. She then dried the cartridge compartment and inserted a filled cartridge. The infusion set was then primed and insulin was observed flowing from the infusion set tubing in preparation for use. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.